Manufacturer narrative:
Section a: patient weight and gender have not yet been provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to respiratory failure. The site was unable to find the device tracking form. No log files were submitted.

Event description:
Additional information was provided that the cause of the respiratory failure was unknown. The patient developed hypoxia, further declined and transitioned to inpatient hospice, then placed on comfort measure and stopped breathing. The patient had end-stage heart failure, with osteomyelitis, chronic kidney disease, a history of gastrointestinal bleeding (gib), and peripheral vascular disease (pvd). The patient had a long history of medication and dietary noncompliance, as well as palliative care. The device operated as expected and was not considered to be related to the death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including respiratory failure, renal dysfunction, infection (local, driveline, or pump pocket infection), bleeding, and death, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section also lists infection as a potential late postimplant complication. Care instructions regarding infection prevention are provided in various sections of this IFU and patient handbook. No further information was provided. The manufacturer is closing the file on this event.